Manufacturer narrative:
Enable magnet use was programmed to off. The device then ceased emitting beeping tones. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The device will continue to be monitored. Should additional information become available this report will be updated.

Event description:
Additional information was received that during device interrogation, a message was again displayed indicating the device was in the presence of magnet. Additionally, there were no daily measurements recorded. Enable magnet use was confirmed to be off. Patient triggered monitor (ptm) was programmed on and back to off to resolve the observation. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a non-cardiac related procedure in which a magnet was applied to the device. A few days following the procedure, beeping tones were emitted from the device. Upon interrogation a message was displayed indicating the presence of a magnet. No adverse patient effects were reported.